Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left radial artery. The 80% stenosed target lesion was located in a shunt in the non-calcified and moderately tortuous vessel in the patient's forearm. This 5.0 x 40, 80 wanda balloon catheter was used to dilate the lesion. The anastomosis site was dilated with this balloon at 4 or 5atms for 30sec. The physician then moved the balloon to just above the anastomosis site and dilated the balloon. The balloon ruptured at 10atms after being inflated for 5 or 10sec. The procedure was continued with another of the same wanda balloon catheter which was dilated to 10atms successfully. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left radial artery. The 80% stenosed target lesion was located in a shunt in the non-calcified and moderately tortuous vessel in the patient's forearm. This 5.0 x 40, 80 wanda balloon catheter was used to dilate the lesion. The anastomosis site was dilated with this balloon at 4 or 5atms for 30sec. The physician then moved the balloon to just above the anastomosis site and dilated the balloon. The balloon ruptured at 10atms after being inflated for 5 or 10sec. The procedure was continued with another of the same wanda balloon catheter which was dilated to 10atms successfully. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device revealed no damage to the shaft of the device. The balloon showed evidence of being inflated. The device was attached to an encore inflation unit and an attempt was made to inflate the device when a leak was noted. A microscopic examination of the balloon material observed a longitudinal tear for a length of 23mm from the proximal markerband. No damage was noted to the markerbands. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).